Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device delivered an unintended bolus of 6 iu during the night of 01/01/2025. The user reported that she did not program this bolus and that the infusion device delivered it on it's own. The bolus delivery of 6 iu was found in the pump's memory.